Manufacturer narrative:
The manufacturer received information alleging a test step had failed when being performed on the device. The service technician had "inspected the internal tubing and can't see any blockages etc. The device was not in patient use at the time of this issue. There was no harm or injury reported. A philps remote service engineer evaluated and alleged the fault could be cause by either the active exhalation control module and/or system print circuit assembly, however, further evaluation is required to determine component replacement. The ventilator was returned to the manufacturer for evaluation of the device. The service technician performed the pneumatic test on the device, and it passed. The service technician alleged there was a potential intermittent failure of the three-way solenoid valve or active exhalation control module (aecm). The device's three-way solenoid valve and aecm were replaced to address the issue. Additional findings not related to the malfunction/issue was the air inlet foam and particulate filters need to be replaced on the device. In addition, there were several errors in the log file indicating the main (or system) printed circuit assembly (pca) and oxygen blending module (obm) needed replacing on the device. The system pca board, obm, air inlet foam filter, and particulate filter were replaced to address these issues on the device.

Event description:
The manufacturer received information alleging a test step had failed when being performed on the device. The service technician had "inspected the internal tubing and can't see any blockages etc. The device was not in patient use at the time of this issue. There was no harm or injury reported. A philps remote service engineer evaluated and alleged the fault could be cause by either the active exhalation control module and/or system print circuit assembly, however, further evaluation is required to determine component replacement. The device has not been returned to the manufacturer. A follow-up report will be submitted when the manufacturer's investigation is complete.